Event description:
It was observed during the device inspection, the bronchovideoscope exhibited forceps channel port was detached, channel tube clogged, and distal end had foreign material. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: e1 (establishment name should be olympus) additional information added to field d8, e2, e3, h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. During examination, the foreign material could not be identified. Based on the results of the investigation, it was determined that biopsy channel port detached due to irregular stress applied during device handling by the user and deviation from the instruction manual in the reprocessing method led to the foreign material remaining in the channel tube and distal end. However, olympus could not identify a definitive root cause of the event. The suggested events are detectable and preventable by handling device in accordance with the following IFU. IFU: bf-190 series operation manual chapter 3 preparation and inspection IFU: bf-190 series operation manual _important information ¿ please read before use_ warnings and cautions :do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. IFU warns on insufficient reprocessing by stating ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ olympus will continue to monitor field performance for this device.